Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the last 6-8 weeks patient had return of bladder pain, urinary tract infections (utis) and bladder symptoms. Patient was going to meet with their doctor on thursday to check their implant. It was also noted that patient received a new programmer the day of the report, but it was showing poor communication with and without the antenna. No further complications were reported.